Event description:
It was reported that two xia 3 7.5 mm diameter screw heads were found disassembled from the screw shank via x-ray.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: risk assessment. Results: the customer event of the tulip disengagement of the xia 3 titanium polyaxial screw was confirmed via x-ray images. Review of the x-rays reveals that the screw was implanted in an area with an extreme lordotic bend. The angle between the disengaged tulip and bone screw is almost acute, revealing the extreme angle being applied to the screw. This bend coupled with the extreme physiological load produced by a 300 pound patient can create a large moment, which can overload the construct. The IFU states that obesity of the patient is a contraindication that can lead to the failure in fixation or to the device itself. However, further evaluation to confirm the cause is not possible. Conclusion: the root cause of the failure could not be determined due to the absence of the device.

Event description:
It was reported that two xia 3 7.5 mm diameter screw heads were found disassembled from the screw shank via x-ray.